Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery impedance. This device is part of the field action and has tested consistent with the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery impedance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device was analyzed and revealed battery depletion was indicated/ (eri). The eri due to high battery impedance was logged on (B)(6) 2011 prior to explant. Ramware version 8 installed (B)(6) 2011. It was also noted that high battery impedance lead to eri.

Event description:
Asku.

Event description:
It was reported that the device experienced the elective replacement indicator in less than five years from the date of implant. The device was explanted and replaced. No patient complications were reported as a result of this event.